Event description:
It was reported that during an unknown procedure, the device would not fire at the first stroke of the first firing with the reload. The surgeon felt the firing trigger was relaxed. Changed to a new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Damaged shrouds. The analysis results found that one ec60 device was returned with the handle shrouds separated which caused the internal components to lose their internal position. An ecr60d cartridge reload was present partially fired 2/3 consistent with an incomplete or interrupted cycle. No functional test could be performed due to the condition of the device. However, it could not be determined what may have caused the found condition of the device. No testing could be performed to evaluate the event reported. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.